Manufacturer narrative:
As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. Subsequently, the device was explanted and a new device was implanted. The device was discarded at the facility, and will not be returned for analysis. No adverse patient effects were reported.